Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was monitored and all the operating currents tested within specification range. No blank display noted. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and missing end cap sticker noted during visual inspection.

Event description:
It was reported that the insulin pump's screen stays blank and it is impossible to restart the insulin pump. No further information reported.